Event description:
It was reported that a malfunction occurred with the pump identified by a specific code. There was no reported adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer initially could not reset the pump and was provided with reset instructions, later successfully resetting the pump and resolving the issue.